Event description:
It was reported to nova biomedical that a consumer received a result of 470 mg/dl on their blood glucose meter at 3:30am. The consumer administered 11.5 units of insulin based on that reading. At 7:00am, the consumer tested again getting a result of 334 mg/dl. The consumer opened a new vial of nova test strips tested again getting a result of 59 mg/dl, which he felt was correct. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.